Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing discomfort while wearing the lifevest due to surgical incisions performed before being fit with the device. The patient reported a left incision under her right breast that ran up towards under her arm as well as two puncture wounds were a tube ran through her chest. The patient consulted a doctor who recommended allowing the incision to heal before placing the lifevest back on. Follow-up indicated that the reported incisions were healing.